Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed intermittent atrial lead undersensing during recorded high rate episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.